Event description:
It was reported that cervical spinal anterior fusion surgery was performed for c3 - c4 hernia. The second screw did not insert completely by the locking line. Drilled again and insert again, but could not do the proper locking, one screw implanted only so finalized procedure. No adverse consequences reported.

Event description:
It was reported that cervical spinal anterior fusion surgery was performed for c3 - c4 hernia. The second screw did not insert completely by the locking line. Drilled again and insert again, but could not do the proper locking, one screw implanted only so finalized procedure. No adverse consequences reported.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed via correspondence with sales rep. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was not returned as it was discarded, therefore, product inspection could not be performed. Conclusion: the potential root cause of the reported event is application of too little force by user. However, the exact root cause of the reported event could not be determined conclusively as the device was not returned back for evaluation.